Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received indicated that there was no excessive force applied to attempt to un-zip or re-zip the introducer. Adequate flush was maintained through the devices. The lesion being treated was the proximal left instep but no further information was provided. Section e1 - initial reporter phone: (B)(6). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during treatment of arteriovenous malformation (avm) at the outside, instep of the left foot, a concomitant microcatheter (carnelian si/ tokai medical products) was being delivered after direct puncture from the exodermis but the size did not fit the lesion. The physician attempted to re-sheath the complaint coil, a 5mm x 15cm galaxy g3 (gly120515, 30386787) as per the instructions for use (IFU) but the sheath and the delivery wire got detached. The complaint coil was not able to be used. It was replaced with another galaxy g3 coil (4mm x 12mm) and it was used without any problems. There was no patient injury reported. Additional information received indicated that there was no excessive force applied to attempt to un-zip or re-zip the introducer. Adequate flush was maintained through the devices. The lesion being treated was the proximal left instep but no further information was provided. The device was discarded; therefore, no product investigation can be performed. A manufacturing record evaluation was performed for the finished device 30386787 number, and no non-conformances related to the reported complaint condition were identified. With the information available and without the product available for analysis, the reported customer complaints of ¿coil introducer - separated-during use¿ and ¿device positioning unit - separated-during use¿ could not be confirmed. Based on the device history record review, there is no indication that the events are related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint devices; however, it is possible that clinical and procedural factors, including device manipulation/interaction and device selection, may have contributed to the reported issues. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Manufacturer narrative:
Product complaint #: (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Initial reporter: the customer contact information, including name, occupation, phone, fax, and e-mail address, was not reported. The device was discarded; therefore, no product investigation can be performed. A manufacturing record evaluation was performed for the finished device 30386787 number, and no non-conformances related to the reported complaint condition were identified. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
As reported by the field, during treatment of arteriovenous malformation (avm) at the outside, instep of the left foot, a concomitant microcatheter (carnelian si/ tokai medical products) was being delivered after direct puncture from the exodermis but the size did not fit the lesion. The physician attempted to re-sheath the complaint coil, a 5mm x 15cm galaxy g3 (gly120515, 30386787) as per the instructions for use (IFU) but the sheath and the delivery wire got detached. The complaint coil was not able to be used. It was replaced with another galaxy g3 coil (4mm x 12mm) and it was used without any problems. There was no patient injury reported.